Manufacturer narrative:
The customer reported that their transmitter is no longer transmitting wirelessly. The customer also reported that the unit battery overheated. They confirmed that the battery in question did cause some discomfort to the nurse, but not to the patient. They will be sending this unit in for an exchange. The following fields are not applicable (na) to this report: lot # & expiration date.

Event description:
The customer reported that their transmitter is no longer transmitting wirelessly. The customer also reported that the unit battery overheated. They confirmed that the battery in question did cause some discomfort to the nurse, but not to the patient.